Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the calcified circumflex artery (cx). The physician attempted to advance a 12mm x 2.75mm ion stent delivery system (sds) to the cx but was unable to cross the lesion. The stent was removed from the body and it was identified that the sds was about to came off the balloon. The stent fell off the balloon outside the body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. An examination of the returned device identified that the hypotube was kinked at various locations along its length. The stent had detached from the balloon catheter and was not returned for analysis. The balloon was folded with stent crimp marks clearly visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the calcified circumflex artery (cx). The physician attempted to advance a 12mm x 2.75mm ion stent delivery system (sds) to the cx but was unable to cross the lesion. The stent was removed from the body and it was identified that the sds was about to came off the balloon. The stent fell off the balloon outside the body. No patient complications were reported.